Event description:
It was reported that during a tooth extraction, a patient received a minor burn to the lip, and cooling ointment was applied. There was no further treatment expected for the alleged burn. The alleged burn was most likely the result of abnormal treatment of the product at the account.

Manufacturer narrative:
During the investigation, it was found that prior to sterilization, the account was not adhering to the proper cleaning and handling instructions which are detailed out in the IFU. They were using cavicide to wipe off the products before sterilizing. The alleged burn was most likely caused by heat generated from the corroded bearings. The corrosion of the hand piece appears to be due to improper cleaning and sterilization practices at the account.